Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage and tip detachment occurred. Access was obtained through the femoral artery. The 85% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. A 2x9mm maverick2 balloon catheter was used to predilate the lesion, which reduced the stenosis to 60%. Next the physician advanced a 2.75x38mm taxus liberte stent delivery system (sds) but there was resistance between the sds and non-bsc guidewire. The physician attempted to use force and push the sds but it did not track on the guidewire and it didn't cross the target lesion. The sds did not lock on the guidewire and the two devices were removed together without difficulty. When examined the sds it was noted that the stent was damaged and the tip broke off outside the pt. Another device was used to complete the procedure and no pt complications were reported. The pt's current condition is listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).